Event description:
It was reported that the patient had previously presented at a follow-up in clinic. Upon interrogation, the right ventricular (rv) lead exhibited noise which had developed over time. The physician capped and replaced the lead during a routine generator change procedure on (B)(6) 2023. The patient was in stable condition.